Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the cable on the fenestrated bipolar forceps instrument had separated. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley shows no signs of arcing. Failure analysis investigation also found the following additional damages to the instrument: the instrument's yaw pulley is missing a .084 x .142 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. It was concluded that the damage to the yaw pulley was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube has various scratch marks with light material removal. The scratches are .063 - .456 in length and are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of the missing piece from the yaw pulley and the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.